Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer received emergency medical assistance due to possible low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was calling about blood glucose entry and the medtronic representative called the paramedics. The paramedics mentioned that the customer was low. The customer experienced symptoms such as confusion, sweating, difficulty breathing, and being unresponsive. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics started to treat the customer. The insulin pump will not be returned for analysis.